Manufacturer narrative:
The field service engineer (fse) was dispatched and had the customer perform recommended cleaning and conditioning for the instrument. The provided instrument alarm trace contained an abnormal probe sucking alarm. The customer had no further issues after following the cleaning and conditioning procedures recommended by the fse.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 152 mmol/l and the repeated result was 146 mmol/l. The repeated result was believed to be correct. The repeated result was obtained on a different analyzer, serial number 1296-08. The electrode lot number is g55. The expiration date was requested, but not provided. The results were reported outside of the laboratory.